Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead from another manufacturer, that is connected to this pacemaker. This is the second alert for high out of range pace impedances. Technical services suggested troubleshooting and potential programming. The field representative was going to discuss this with the clinic. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead from another manufacturer, that is connected to this pacemaker. This is the second alert for high out of range pace impedances. Technical services suggested troubleshooting and potential programming. The field representative was going to discuss this with the clinic. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.